Manufacturer narrative:
(B)(4). The additional unknown xact carotid stent system mentioned is being filed under a separate manufacturer report number. Date of event estimated as (B)(6) 2011, as study began in (B)(6) 2011. Date of implant estimated as (B)(6) 2011, as study began in (B)(6) 2011. There was no reported product deficiency. The reported patient effects of thrombosis and restenosis are known observed and potential adverse events as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article- european journal of vascular and endovascular surgery (eur. J. Vasc. Endovasc. Surg. ) (united kingdom) june 1, 2013; 45/6: 579-587): optical coherence tomography after carotid stenting: rate of stent malapposition, plaque prolapse and fibrous cap rupture according to stent design. (G. De donato; f. Setacci; p. Sirignano; g. Galzerano; a. Cappelli; c. Setacci.).

Event description:
This event was captured based on literature review of the european journal of vascular and endovascular surgery (eur. J. Vasc. Endovasc. Surg. ) (united kingdom) june 1, 2013; 45/6: 579-587): "optical coherence tomography after carotid stenting: rate of stent malapposition, plaque prolapse and fibrous cap rupture according to stent design". (G. De donato; f. Setacci; p. Sirignano; g. Galzerano; a. Cappelli; c. Setacci.). It was reported that a prospective single-center study identified a total of 17 out of 40 consecutive patients during two interval periods (1st 25 cases from march 2011 to july 2011 and the last cases from january 2012 to march 2012), that received closed-cell design stents (cc), including non-abbott and/or two xact self-expanding carotid stents. Clinical outcomes were as follows: plaque prolapse frequency (23.3%), ulcerative plaque (27.5%), mean diameter stenosis (81%), fibrous cap rupture (24.2%), thrombus (10%). Completion angiograms revealed successful revascularisation and less than 30% residual stenosis in each case. No procedural or post-procedural (at 30 days) neurological complications, strokes, or deaths occurred. No additional information was provided.

Manufacturer narrative:
(B)(4).